Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for (B)(6) was performed from the date of manufacture 09/13/2019 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reports that the device won't turn on and no power is indicated. No patient involvement is noted.

Event description:
The customer reports that the device won't turn on and no power is indicated. No patient involvement is noted.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted wont turn on , no pwr indicated. Keypad replaced. A review of the device history record for (B)(6) was performed from the date of manufacture 09/13/2019 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reports that the device won't turn on and no power is indicated. No patient involvement is noted.